Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a broken belt clip. Customer's blood glucose level was 47 mg/dl. A replacement belt clip will be sent as a courtesy. Customer drank milk to treat his blood glucose level. No additional information provided.